Event description:
Additional information was received from a patient. It was reported a manufacturer representative (rep) had been trying to contact the patient and they were calling back. While on the call the patient mentioned after getting their second implantable neurostimulator (ins), they could not feel their legs and were in excruciating/horrible pain. Two days later they went to their healthcare provider (hcp) and within a week the second system had been removed. The patient noted they were now on gabapentin and did ptns (percutaneous tibial nerve stimulation). The patient had been to their hcp office last week.

Manufacturer narrative:
Concomitant: product ID 3058, serial# (B)(4), implanted: 2016-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
It was reported that patient experienced pain at lead site again. Health care provider (hcp) wanted to cut the lead wire on the day of this call to preserve the implantable neurostimulator (ins). The entire system was removed. The representative indicated that the hcp wanted to cut the lead and then implant a new lead in a few months. It was later clarified 3 days later that they was pain at the lead site. Additional information reported a day later indicated that the cause of the pain was not wasn't determined. Patient felt pain on all programs but also had similar pain when the device was off. The hcp decided to explant both the lead and battery on (B)(6) 2016. It was noted as unknown if patient recovered. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Updated.